Event description:
It was reported that the right ventricular lead was fractured. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the distal segment of the lead was returned and analyzed with no anomalies found. Visual analysis noted apparent explant damage. Concomitant product : unk lead implanted 1993-(B)(6). (B)(4).